Event description:
It was reported that, the patient contacted support after receiving an occlusion alert. The agent explained the alert and instructed the patient to inspect the infusion site and tubing for any signs of dampness or abnormalities, none of which were observed. The agent advised resuming insulin delivery and changing the infusion set and assisted the patient through the supply change, after which insulin delivery was resumed. Blood glucose levels were not affected, and the patient reported using an infusion set. The patient reported difficulty inserting the infusion sets, including issues with the insertion mechanism, and stated that several infusion sets had failed due to the site coming out early. The patient reported being new to this type of infusion set and planned to meet with a diabetes educator for additional training. Due to concerns about limited remaining supplies, the patient was provided with distributor contact information and additional infusion sets were arranged to be shipped. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.